Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and the pump shut off. The pump was connected to a power source however, the pump was unable to be powered back on. The customer's blood glucose (bg) was 590 mg/dl. A manual injection was delivered by the contact as the contact routinely administers the customer's injections. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Additional information was received on 3/28/2018 that the customer experienced ketones at the time of the reported issue. The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.